Event description:
It was reported that the rv lead was found to be dislodged. When repositioning was unsuccessful, the lead was explanted and replaced. The patient fell due to a mis-step the previous month and the lv lead was found to be dislodged. It is not known if the rv lead dislodgement was related to the same event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.